Event description:
Rptr was performing a 3000 "lrpm" / performance verification. At the beginning of the calibration, the rptr is supposed to hook up the gases. Everytime the rptr attempted to hook up the oxygen, the safety valve would cycle repeatedly. Rptr double checked the pneumatics, but since the numeric and digital display looked normal, the rptr left the oxygen disconnected and proceeded with the checkout. A few more minutes into the procedure the rptr detected a burning smell. Rptr did not think the smell was coming from the ventilator, until smoke came from the oxygen module. At this time, rptr shut it down, unplugged everything, and checked it out. Rptr found a burned inductor inside the oxygen gas module.